Event description:
It was reported that the customer was hospitalized due to high blood glucose of 700mg/dl. It was stated that the customer did not take breakfast in the morning, and the customer ate lunch, but gave no insulin. The customer then started vomiting and the customer's blood glucose was getting higher. It was stated that the bolus history revealed that there was only one bolus delivery on (B)(6) 2011. The high pressure test was performed and passed. It was stated that the customer forgot to deliver a bolus after eating. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.